Manufacturer narrative:
This report is a duplicate of manufacturer report number 1416980-2018-06021. All information can be found under that manufacturer report number 1416980-2018-06021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the luer lock. This event occurred during preparation of the device. The reporter had filled the device with one syringe of 40ml fluorouracil compounded with an unspecified physiological solution. The device then leaked from the fill port as if there was positive pressure within the device. There was no patient involvement. No additional information is available.